Event description:
A customer's husband reported having readings issues with their adc meter that resulted in several medical episodes. On (B)(6) 2012 at 7:49 pm, customer received a message 'hi' (readings greater than 500 mg/dl) on their adc meter and minutes after, she was "unresponsive, starring blankly at things and her breath smelt like rotten fruit." The paramedics were called and treated customer with an intravenous infusion of unknown type on the scene. On (B)(6) 2012 at 1:15 am, customer reportedly woke up because she wasn't feeling well - sweating, pale, unresponsive and confused, tested her glucose and received a higher than feels reading of 10.3 mmol/l (185 mg/dl). She went to the kitchen and sat on the chair, then leaned on the kitchen wall and lost consciousness. The paramedics were called and upon arrival at 1:25 am obtained a reading of 1.6 mmol/l (28 mg/dl) on their meter of unknown brand and treated her with glucose via intravenous infusion. The customer was further transported to a hospital where she was diagnosed with hypoglycemia and treated with glucose IV and food. In addition, the customer's husband gave her a piece of a chocolate bar to bring her sugar up.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. In addition, as the test strips were not received for investigation. Retained test strip samples from the same lot reported by the customer (1019415) were tested with control solution instead. All results were within the range specification and no errors were observed. (B)(4).

Manufacturer narrative:
The caller further reported on the same day (B)(6) 2012 at 4:46pm customer was getting ready to eat food in the kitchen and when she tested, received a higher than feels reading of 11.1 mmol/l and then about 2.5 hours later she was feeling woozy, unresponsive and sweaty. The husband gave her chocolate to counteract the event and no third-party medical intervention was required. Further, on (B)(6) 2012 at 7:57 pm, customer tested her blood sugar again and received a reading of 6.4 mmol/l that she perceived as lower than she felt and shortly after she started feeling woozy, sweaty, unresponsive and husband gave her a piece of chocolate to alleviate the symptoms. The paramedics were called again and upon arrival at 8:28 pm obtained a reading of 2.6 mmol/l (47 mg/dl) on their meter, initiated a glucose IV on the scene and transported to a hospital where she was diagnosed with hypoglycemia and treated with food and glucose via IV. There was no report of death or permanent impairment associated with this medical event. This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.